Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a crack in the reservoir connecting tube. The ipp pump was replaced, and there were no patient complications reported.